Event description:
It was reported that balloon tear occurred. The totally occluded target lesion was located in the moderately tortuous and moderately calcified loop graft shunt at the forearm. After puncture was performed with a 6fr non-bsc guide sheath for the vein side and artery side, a 6.0 x 100, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. After treating blood clot of the vein side, dilatation was performed three times. Treatment of the blood clot of the artery side was performed. Following insertion of the balloon into the non-bsc sheath on the artery side, resistance was noted. When 6th dilatation of the artery side was performed, the pressure of the non-bsc inflation device decreased suddenly. Balloon rupture was suspected, but the balloon had not ruptured and the inflation lumen of the shaft had stretched and torn. The procedure was not completed. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a balloon catheter was received for analysis. No issues were noted with the tip section of the device. There were no issues noted with the profile of the balloon. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated prior to return. The shaft was ruptured 365mm distal to the strain relief. The shaft was also severely stretched at this position. This damage may have occurred during the advancement or the withdrawal of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon tear occurred. The totally occluded target lesion was located in the moderately tortuous and moderately calcified loop graft shunt at the forearm. After puncture was performed with a 6fr non-bsc guide sheath for the vein side and artery side, a 6.0 x 100, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. After treating blood clot of the vein side, dilatation was performed three times. Treatment of the blood clot of the artery side was performed. Following insertion of the balloon into the non-bsc sheath on the artery side, resistance was noted. When 6th dilatation of the artery side was performed, the pressure of the non-bsc inflation device decreased suddenly. Balloon rupture was suspected, but the balloon had not ruptured and the inflation lumen of the shaft had stretched and torn. The procedure was not completed. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).